Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarm or bolus stopped alarm noted. The pump was monitored and had no motor noise anomaly during rewind was noted. The pump was received with a cracked display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump made a wired noise when it rewound. Device was rewound and noise was not made customer was advised to monitor device. Customer called and stated the noise occurred again. Customer stated the device had a black circle, battery out limit and bolus stopped. Customer was watching when the bolus stopped. Customer's blood glucose was 102 mg/dl. Battery cap was not loose. Device was not dropped or bumped. Device alarmed battery out limit and batteries were not out for a longer then duration allowed. No further information reported